Manufacturer narrative:
Insulin pump passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm (variable info=03) confirmed in the pump history file due to a hardware error. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.